Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  The cause of the reported issue was determined to be that the lid reed switch was remaining in a shorted position when the device lid was opened.  This caused the device to appear as if it is not powering on. A replacement device was provided to the customer under warranty. Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c. (B)(4).

Event description:
The customer contacted physio-control to report that their device not have any voice prompts when they powered it on for a training. The device's readiness display showed an ok icon only. There was no patient use associated with the reported event.